Manufacturer narrative:
This report is being filed on an international product, list number 191-000 that has a similar product distributed in the us, list number 190-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported an unconfirmed false negative result with the ID now covid-19 assay on a direct tested nasal sample using the kit swab on (B)(6) 2022. The customer stated the patient obtained a positive result with an unknown brand of rapid test and used the ID now covid-19 assay to confirm the positive result. After the negative result was received, two additional unknown home-based rapid tests were performed and generated positive results. The patient is reportedly isolating for two days. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
It was initially reported that the customer experienced a false negative result. After further information was received, it was determined the customer did not experience a false negative result. Therefore, this event is not reportable. No further action will be taken regarding this report.